Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Follow up with the nurse revealed that she was not aware of the situation. The nurse stated that the patient was seen recently in the clinic and is doing well with therapy. No medical intervention or patient injury was associated with this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice machine during drain 1. The technical service representative (tsr) had the homepatient (hp) check the patient line for air. The hp stated there was air in the patient line. The tsr advised the hp would need to end therapy and start over with new supplies.